Event description:
It was reported that during an implant procedure the doctor extended the helix of the lead and the lead would not fixate. It was also noted that the doctor could not retract the helix because it was blocked and the lead could not be explanted. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.